Event description:
An infusion pump with an 810:11 failure code. The hospital representative stated to the baxter service facility they have no record of any pt incident involving the pump since the last baxter event.